Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose levels ranged between 200-300 mg/dl. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.